Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was found broken inside the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm on the left side with a max diameter of 4.1 mm and a 2.3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that for intracervical anterior communicating segment aneurysms 3-4mm, used a detachable spring coil filled, model: qc-3-6-3d, lot number 225234464. After the guidewire was in place with the microcatheter, qc-3-6-3d detachable spring coil was preferred to form a hoop. When pushing the microcatheter for embolization, it was found that the spring coil was broken inside the microcatheter and could not be pushed into the aneurysm cavity. Final replacement: model: apb-3-6-3d was performed for surgery, and the subsequent surgery went smoothly. It was reported there was coil separation/break/premature detachment. The implant coil was removed from the patient by withdrawing the microcatheter. There was no surgical or medicinal intervention required. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was not administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no detachment attempt and the coil broke during pushing. There was no kink/damage observed on the pushwire. There was no spring coil pushed before the failure. Afterwards, a total of 2 spring coils were implanted.